Event description:
Drug/diluent: ropivacaine 0.35%, fill volume: 400ml, flow rate: unk, procedure: knee arthroscopy, acl repair, cathplace: unk. (Cross reference 2026095-2012-00036). It was reported that the bolus button would not pop back up on 2 pumps. They removed and replaced both pumps. Pharmacy tested the pumps and the bolus popped back up and the pumps flowed. Pt contact, no adverse event.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional info pertinent to this event becomes available, I-flow will submit a f/u report. A review of the device history file was conduction and found that the product was within mfg specifications prior to release.